Event description:
A patient implanted with an nflex rod has an infection which prolonged the length of hospitalization.

Manufacturer narrative:
Additional information has been requested. Device is marketed exclusively outside the us. The investigation is ongoing, no sample will be returned. Device history record review is in the evaluation process. Recall related to packaging was initiated for this device.